Event description:
It was reported that a thrombosis formed around the iab, making it impossible for the physician to remove it. A surgical procedure was performed to remove the catheter, and there were no pt complications.